Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received no button response due to corroded keypad traces. No button error alarm. The device was received with minor scratched display window. The unit was received with cracked battery tube threads, cracked reservoir tube lip, and broken belt clip slot.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 165 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.